Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The long target lesion was located in the right coronary artery (rca). A 4.00x24mm taxus express2 stent delivery system (sds) was unable to cross the lesion and in the process a strut at the end of the stent lifted up. The procedure was completed with a non-bsc stent and no patient complications were reported. The patient's current condition is listed as "stable."